Event description:
New information received notes that fracture was observed on the rv lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing episodes due to right ventricular lead noise were observed. The lead could not be programmed around due lead noise amplitudes variation. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the patient presented in clinic to evaluate the rv lead noise. Programming change was made, and lifevest was placed. Lead replacement was mentioned. The patient was stable.